Manufacturer narrative:
H3. Product analysis product:9560100; lotno: 1926020r analysis confirmed that the outer tube had scratches. Section e. Initial reporter details and facility details are unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received via a manufacturer representative regarding an instrument used for spinal therapy. It was reported that the imaging failure <(>&<)> dirt was inside the lens. There was no patient involved at the time of event.